Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported their keypad was unresponsive. It was also found the battery compartment was cracked and a piece chipped off on the insulin pump. The customer's blood glucose was 194 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported dropping the insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.